Event description:
Patient experienced swelling and discharge from the surgical site post atfl (anterior talofibular ligament) repair using an orthadapt bioimplant. The patient underwent steroid injections in an attempt to alleviate the symptoms; however, the patient was unresponsive to the treatment, resulting in explant of the bioimplant approximately six weeks post repair.

Manufacturer narrative:
This case involved the use of the orthadapt bioimplant in an anterior talofibular ligament (atfl) repair. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. Based on the provided information, the cause of the event could not be determined; however, it is likely the use of orthadapt in a load bearing/structural application contributed to the event. Product lot number was not provided to the manufacturer.